Event description:
A crna was exposed to latex gloves since 1979. In 2000 crna experienced an anaphylatic reaction for which crna required emergency medical treatment. In 5/2003 crna experienced a second anaphylactic reaction. Subsequent to this reaction crna was diagnosed with type I latex allergy and can no longer work as a health care provider.